Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at her ipg site regardless of stimulation. Follow-up information identified the patient continues to experience pain deep under her ribcage, and feels like intense muscle pain. The patient is pending a consultation with her physician.